Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain #5) alarm was identified in the log. The alarm occurred on (B)(6) 2013 at 08:48:22. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Review of the event log identified the increased intra peritoneal volume (iipv) event (high drain error alarm). The cause of the iipv event was undetermined due to the device logs being overwritten by later therapy information. If additional relevant information is obtained, then a follow-up MDR will be submitted.